Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room for treatment. It was determined that the patient had received anti-tachycardia pacing (atp) and eight shocks due to an arrhythmia that appeared to be atrial fibrillation with right ventricular response. At the end of the episode the rhythm was still present but had dropped below the programmed therapy rate. No additional adverse patient effects were reported, however therapy had been exhausted during the episode.